Event description:
The pt tested her blood glucose on the suspect device and it was 485 mg/dl at 6:10am. She took insulin based on sliding sacle, 12 units of humulin and 9 units of ultra lente. At 8am was at the hospital for routine hyperbaric oxygen treatment and felt hypoglycemic. She tested her blood glucose on her suspect device and it was 197 mg/dl at 9:44am. She retrested on her suspect device and it was 182 mg/dl at 9:50am. The hospital gave her a fruit juice and she passed out. They tested her blood glucose on thier device and it was 17 mg/dl and 21 mg/dl. She was given dextose.